Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Left total knee. The revision today was secondary to a pcl tear. The femur and insert were revised to a ps construct. The use of mako during the index procedure was not thought to have contributed to this complication. No further information available from doctor or hospital.